Event description:
Inadequate bone quality.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. There are scratch marks on the middle of implant threads.